Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During field svc installation of the device, the user reported that the connector on the cable of the roller pump was recessed. Since the event occurred during field svc installation of the device, there was no pt involvement during this event.